Manufacturer narrative:
An event of a deformed deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 15mm amplatzer septal occluder was selected for implant. Upon deployment the device formed into a cobra shape and was not released from the cable. The physician removed the device from the patient and exchanged it with a 16mm amplatzer septal occluder. The device was successfully implanted with no reported patient consequences. The patient remained stable during the procedure and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.